Event description:
Upon further query, the following information was provided that indicated a leak. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate. At an unspecified time, the customer contact reported that the phlebotomist noted a leak at an unspecified location of the tubing set. After an unspecified length of time, the nurse entered the patient's room and found a leak of an unspecified volume of solution at the leg of an unspecified clave y-site and an unspecified amount of bleedback. At this time, the customer contact reported that a 1/2 to 1 inch segments of air was noted in the tubing distal to the clave y-site. No air was delivered to the patient. The delivery was stopped. At this time, it was reported that while the nurse was inspecting the leak of the tubing set, the tubing separated from an unspecified clave y-site of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.